Manufacturer narrative:
Date of event is unknown. Date of explant is unknown.

Event description:
It was reported the patient's ipg was shifting around. As a result, the patient underwent surgical intervention on an unknown date during which the ipg was explanted.

Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain patient and event information.